Manufacturer narrative:
Analysis stated that the device is received in good condition. No deviations have been found. The customer complaint has not been verified, the eclc works according properly. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly. No patient impact.

Manufacturer narrative:
Analysis stated that the device is received in good condition. No deviations have been found. The customer complaint has not been verified, the eclc works according properly. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly. No patient impact.